Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. Her blood glucose was 452 mg/dl. She stated she had treated with 30 units of insulin by manual injection and her blood glucose would not decline. Troubleshooting found the customer's drive support cap appeared to be normal. Insulin was also able to exit from the tubing. The customer also stated there was no leak present on her insulin pump. The customer's basal rates and bolus history was also accurate. The customer was advised her insulin pump was working as designed. Customer was advised to change out her infusion set, reservoir and insulin. No additional information provided.